Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while disconnected from the ilet for much of the day following surgery; the spouse contacted support for assistance and was guided to enter blood glucose values into the ilet, and the user had taken backup therapy and was monitoring with a glucometer. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization or professional medical intervention, with the user administering 25 units of rapid-acting insulin as backup therapy and reporting clinical stability. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user-related factors affecting glycemic control, including disconnection from the device and ingestion of medication (perticone) reported to influence glucose. It was concluded that the event involved hyperglycemia with cause not fully determined due to concurrent factors and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.